Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that in a period of 2 weeks the user received a warning that said "exceeds max limits for daily bolus¿ although the maximum daily insulin was not exceeded. The date and time was correct on the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: a review of the black box showed a partial delivery with a user aborted pump warning. No exceeds max limits for the daily bolus alarms were found in the pump history. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no issues occurred. A manual normal bolus and an audio bolus were performed successfully and both were accurately recorded in the pump history. The history settings issue complaint was unable to be duplicated. Unrelated to the original complaint, the display had a pink contrast. Additionally, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).